Event description:
It was reported that the patient with newly implanted cardiac resynchronization therapy defibrillator (crt-d) had hematoma post-procedure. A pocket evacuation was performed and the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.